Manufacturer narrative:
It was reported that the sets occluded. Five samples model 10012866 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with normal saline. No observation of oclussion was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10 below.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set had flow issues the following information was received by the initial reporter with the following verbatim: alaris pump alarmed that smof lipid line was occluded. Repositioned extremity with PICC. Alaris pump continued to alarm. Disconnected and attempted to prime same line. Fluid was unable to prime. Replaced set and continued the infusion. Customer reply: ¿ describe the patient harm, injury, complication or negative outcome that occurred because of the event. : the filter had to be changed, delay of treatment.